Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was at time of incident was 445 mg/dl and other blood glucose was 225 mg/dl. Customer reports they feel okay to troubleshooting. Customer went to doctor, they advised that the customer may need less insulin, doctor adjusted changes on the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with syringes. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer alleges insulin pump was under delivering because their blood glucose started to go up last week. Customer declined to check their settings. The insulin pump will be returned for analysis.